Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the first suture was successfully placed, but when the prostyle device was removed from the anatomy, it was observed the foot did not fully close and had vessel tissue inside the foot plate. One additional prostyle was pre-placed without issues. The sheath was upsized to 14f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. However, roughly two hours after the procedure, the patient experienced a cold leg. Therefore, vascular surgery was performed to repair the vessel. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. However, there was no device malfunction reported. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of vessel closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.